Manufacturer narrative:
Review of the pcr curves shows true amplification with no abnormalities. The discrepancy on this sample is probably due to the difference in testing platforms used. The sars-cov-2 & influenza a/b method sheet (table 9) indicates that the sars-cov-2 limit of detection (lod) at 0.012 tcid50/ml or 12 copies/ml, is a must more sensitive test than the zybio at 100 copies/ml. Therefore, the cobas® liat system will detect sars-cov-2 with a lower viral load, where the zybio assay requires a higher viral load in the sample for detection. As such, results with one assay may not be reproducible with a different assay. Facility name is truncated due to character limit facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated for one patient when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to a retest with the zybio (molaccu sars-cov-2 nucleic acid detection kit. The customer reported that the initial sample was tested with the cobas® liat® serial number (B)(6), assay lot 10517y and generated sars-cov-2 positive. The following day the same sample was repeated with the zybio (molaccu sars-cov-2 nucleic acid detection kit, lod 100 cp/ml) generated sars-cov-2 negative. The negative result was reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.